Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provide

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic cystocele, rectocele, mild uterine prolapse, fibroid uterus, menorrhagia, stress urinary incontinence and dyspareunia. It was reported that the patient had the concurrent procedures of laparoscopic supracervical hysterectomy, posterior repair, perineorrhaphy, cystoscopy, and bilateral salpingo-oophorectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to posterior mesh erosion. It was reported that the patient underwent mesh revision/removal on (B)(6) 2009 due to mesh exposure posterior vaginal wall, dyspareunia and abnormal skin growth on perineum. (B)(4).